Event description:
It was reported that coupling or communication issues occurred. Use of the antenna locate feature got number only as high as 66 and did not have any boxes darkened in for efficiency. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Anchor: model 3550-39, lot # n294195 implanted: (B)(6) 2011. Explanted: unk. Antenna patient programmer: model 37092, lot # 284190002, implanted: (B)(6) 2011. Explanted: unk. Recharger: model 37752, serial # (B)(4), implanted: na; explanted: na. Patient programmer: model 37743, serial # (B)(4); implanted: na, explanted: na, lead: model 3778, serial # (B)(4), implanted: (B)(6) 2011. Explanted: unk; lead: model 3778, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.